Event description:
Problems upon removal of the impactor, this turns and blocks, not allowing easy removal. If the malfunction were to recur, it is reasonable to consider that the device would be likely to contribute to a serious injury.